Manufacturer narrative:
(B)(4). Failure event observed during analysis.final analysis found that the insulation was abraded at 27.6 to 28.0cm and 29.7cm to 31.3cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis:external abrasions breaching the outer insulation